Event description:
A customer in (B)(6) notified biomérieux of a misidentification of trichophyton mentagrophytes as trichophyton interdigitale when testing an instand external quality control sample with the vitek® ms (ref 410895, serial (B)(4)). As this was an external quality control sample, there was no patient involved. The customer performed testing on two spot preparations for initial and repeat testing, obtaining a total of four results. All results obtained were for trichophyton interdigitale. According to the vitek® ms user manual supplement for the version 3.2 knowledge base, some claimed organisms may produce identification results for other claimed organisms (cross-identification). Cross-identification of displayed taxa: there is a possibility of cross-identification between the following vitek® ms displayed taxa based on reference identification. Displayed result: trichophyton interdigitale possibility of: trichophyton mentagrophytes, trichophyton tonsurans, trichophyton verrucosum. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An investigation was completed in response to a customer complaint of a misidentification of trichophyton mentagrophytes as trichophyton interdigitale when testing an external quality control strain with the vitek® ms (ref (B)(4)., serial (B)(6)) and knowledge base (kb) v3.2. Conclusion of the fine tuning: analysis of the customer's raw data showed the fine-tuning performed prior to the identification did not obtain confirming results. Conclusion of the spot preparation quality: the customer¿s spot preparation quality was heterogeneous. The investigation ruled this out as a potential cause of the misidentification as the customer followed the vitek ®ms mold protocol. Conclusion of the identification: trichophyton mentagrophytes is present in the vitek ms kb v3.2 knowledge base. However, there is a specific limitation in the kb user manual ref. 161150-924-a for vitek ms v3.2 knowledge base clinical use: ¿cross-identification of displayed taxa - there is a possibility of cross-identification between trichophyton mentagrophytes and trichophyton interdigitale¿ the suspected causes of the misidentification are non-optimal fine-tuning of the system and a knowledge base weakness regarding trichophyton species.